Manufacturer narrative:
The device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root cause includes kinks leaks and blockages, IFU offers further guidance. No batch/lot number has been provided, however at this time we have no reason to suspect that the product did not meet specifications at the time of manufacture. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that while using an renasys soft port stand alone there was no suction created, the dressings and the foam kit were changed and then it worked fine. There was a backup available, no patient harm reported.